Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review showed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. At this time it is unknown as to why the patient suffered a glenosphere disassociation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that there was a univers revers revision procedure on (B)(6) 2015. The reason for the case was a disassociated glenosphere with index procedure 4 months prior. Product manager and sales rep were present during procedure. Product manager's observation was: disassociated glenosphere; the central screw depth gauge was used to check screw depth and no "green" was evident within the window. The surgeon also reported the inferior baseplate screw was "slightly" loose. Surgeon actions taken during the case included: removal of the primary cup liner; removal of the primary glenosphere; full seating of the inferior screw; removal of the central screw; tapping for the central screw; reinsertion of the central screw; evaluation of the central screw with the depth gauge (green was visible); evaluation/clearing of bone/soft tissue around baseplate with rongeur; reinsertion of new glenosphere; use of the glenosphere "tugger" to evaluate taper engagement; insertion of new poly cup liner and reduction.